Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic via remote transmission. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were recommended. It was later informed that no programming changes have been done. The patient is fine and the physician will discussed any possible changes until the next follow-up.